Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist discussed sample handling with the customer. A siemens headquarters support center (hsc) specialist evaluated the instrument data, which indicated that the cause of the discordant na, k, and cl results was related to sample integrity and sample handling. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center (ccc) and stated that they were observing discordant, falsely low sodium (na), potassium (k), and chloride (cl) results on patient samples tested on a dimension exl 200 instrument. The customer had been running samples in duplicate since the issue began and samples resulted falsely low for the first replicate. The discordant results were not reported to the physician(s). The customer provided a verbal example of a na sample initially resulting as 118 mmol/l and repeating as 149 mmol/l prior to providing actual patient data. It is unknown if second replicate or repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k, and cl results.